Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced inserting this right atrial (ra) lead into this device header. The lead was removed and successfully reinserted. Diagnostics were good and a tug test was performed confirming the lead was secure in the header. No adverse patient effects were reported.